Event description:
During preventative maintenance of the device, the user reported the motor was noisy. No other details regarding the nature of this event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.